Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are not responsive and have to be pressed multiple times for them to work. Customer's blood glucose was unknown at the time of incident. The customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.